Manufacturer narrative:
E1 initial reporter city: (B)(6). Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was discarded. A technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the limited information as well as unavailability of the device for analysis. It was reported that deflation issue occurred however the device was deflated prior to removal from the body. Limited information was received and without analysis of the device a clear conclusion cannot be established.

Event description:
It was reported that deflation issue occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, balloon was having issue deflating. The device was eventually deflated and removed while maintaining the deflated state. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis as it was discarded; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the unavailability of the device for analysis. It was reported that deflation issue occurred however the device was deflated prior to removal from the body. Without analysis of the device a clear conclusion cannot be established.

Event description:
It was reported that deflation issue occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, balloon was having issue deflating. The device was eventually deflated and removed while maintaining the deflated state. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition. It was further reported that the balloon has a rewrapping issue which causes difficulty deflating and the deflation time was about 5 seconds.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. Without analysis of the device a clear conclusion cannot be established.

Event description:
It was reported that deflation issue occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, balloon was having issue deflating. The device was eventually deflated and removed while maintaining the deflated state. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition. It was further reported that the balloon was inflated once at nominal pressure. The device had a rewrapping issue which caused difficulty deflating. The deflation time was about 5 seconds.